Event description:
A ventilator was returned to the manufacturer for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed the positive pressure flow during testing. There were no foam particles found on the device. The positive flow test was re-performed on the device and it recalibrated the device during the repair test.